Event description:
The customer reported that the alarm has power but not alarm tone when the sensor is detached, also no alarm tone when a sensor is attached and pressure is off the pad. There was no pt incident or injury reported.

Manufacturer narrative:
Eval codes: results: eval of the returned product found that the battery springs and contacts are corroded due to battery leakage. The battery ribbon missing. The reported issue was not confirmed. The alarm unit powers up and passes all functional tests. Note: the instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. (B)(4).